Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that debris on the bottom of the device, on the surface of the device there are scratches and discoloration. The device shows signs of wear. The clinical/medical investigation revealed that undated x-rays were provided and show a radiolucent lines around the tibial steam as well as under the baseplate. Based on the limited information provided the clinical root cause of the loosening cannot be confirmed. The patient was reported to be recovering. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that loosening of components has been identified in adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery that had been performed on (B)(6) 2023, the patient experienced loosening and pain. This adverse event was addressed by a revision surgery on (B)(6) 2024, in which one (1) porous tibia bseplate w/jrny lock sz5 lt was explanted. The current health status of the patient is "recovering".